Event description:
It was reported that the lead was oversensing due to patient physiology. The patient received inappropriate shocks and is in atrial fibrillation. Detections were turned off and the patient was monitored. The lead is still implanted but not turned on. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.